Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported air embolism cannot be determined; however, embolism (air) is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 2-3 functional mitral regurgitation (mr) for a mitraclip procedure. During insertion of the steerable guide catheter (sgc) into the atrial septum, air bubbles were observed in the left atrium when the dilator entered. The air bubbles resolved without requiring treatment. The procedure was completed without further issues. One clip was implanted and the mr was reduced to grade 1. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.